Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional event details have been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported issues with intraocular pressure (iop) control during a combined cataract and vitrectomy surgery. The product was replaced and the procedure was completed without consequences to the patient. The reporter informed that the product sample was discarded after the procedure. Additional event details have been requested this is one of three reports being filed for this facility. This report is for the iop control event, first patient.

Manufacturer narrative:
The previously reported concomitant medical product did not apply . Evaluation summary: the lot complaint history was reviewed; this is the second complaint for the finish goods lot and second for this issue. The device history record review showed the product was released per specifications. The customer did not retain a sample for this complaint report, as such, a full evaluation was unable to be conducted. Without a sample, it is not possible to isolate the root cause.